Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the air removal step the customer was able to remove more air than expected. A new cartridge was successfully loaded onto the pump. The customer's blood glucose level 116 mg/dl.